Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported "on (B)(6) 2024, while inserting the product for PICC insertion, the catheter did not go past the tip of the peel away sheath, so a new product was used and the procedure was completed without any problems." There was no patient harm or injury. The patient's current condition is reported as "fine".

Event description:
It was reported "on (B)(6) 2024, while inserting the product for PICC insertion, the catheter did not go past the tip of the peel away sheath, so a new product was used and the procedure was completed without any problems." There was no patient harm or injury. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn# (B)(4). The customer returned one 2-l PICC for analysis. The catheter body appeared intentionally severed distal to the 52cm mark. The severed portion of the catheter and the peel-away sheath were not returned for analysis. Visual inspection of the catheter did not reveal any obvious defects or anomalies. Visual inspection could not be performed on the severed portion of the catheter body nor the peel-away sheath as they were not returned for analysis. The catheter body length from the juncture hub to the severed end measured 20 3/4" , which is not within the specification of 21 1/2"-22" per catheter graphic. This indicates that at least 3/4" of the catheter was severed and not returned for analysis. The catheter body outer diameter measured 0.0710", which is within the specification limits of 0.0705 - 0.0715" per the catheter extrusion graphic. The returned catheter was inserted through a lab inventory peel-away sheath of the same size involved with this complaint (14ga). The catheter body passed with little to no difficulty. Performed per the instructions for use (IFU) provided with the kit, which states "insert catheter through peel-away sheath to final indwelling position. Retract and/or gently flush while advancing catheter if resistance is met." The catheter was inserted through a lab inventory peel-away sheath of the same size involved with this complaint. The catheter was configured to emulate the tortuosity of the body, and then a lab inventory guide wire with a diameter of .018" was inserted through the distal lumen. The guide wire was able to pass completely through the distal extension line and the catheter body with little to no resistance. The customer did not provide a lot number; therefore, a device history record review was performed based upon two potential lot numbers taken from the sales history data of the customer. No relevant findings were identified. The IFU provided with this kit informs the user, "insert catheter through peel-away sheath to final indwelling position. Retract and/or gently flush while advancing catheter if resistance is met." The report of a catheter tight in sheath was not able to be confirmed through complaint investigation. Visual analysis of the catheter did not reveal any defects or anomalies, however, the distal end of the catheter body had been severed and was not returned for analysis. The returned portion of the catheter was able to advance through a lab inventory 14ga peel-away sheath as expected. Additionally, the catheter met all relevant dimensional requirements. The IFU states, "insert catheter through peel-away sheath to final indwelling position. Retract and/or gently flush while advancing catheter if resistance is met." Without the peel away sheath and distal portion of the catheter body returned for analysis, it cannot be confirmed if resistance was encountered when inserting the catheter through the peel-away sheath. Therefore, the root cause cannot be determined at this time. Teleflex will continue to monitor and trend for reports of this nature.